Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement and was doing well postoperatively with good coverage. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred few weeks ago from the date the manufacturer became aware of the event.